Manufacturer narrative:
Prior complaint in system for patient re: subluxation. Reference (B)(4). Patient was revised to address pain. Update rec'd 06/12/2014 - analyst has identified corrected part/lot information for the liner and head, and the complaint is being updated accordingly. While the corrected part/lot info may affect the investigation, it will not affect the existing MDR decision. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. Update rec'd 06/12/2014 - analyst has identified corrected part/lot information for the liner and head, and the complaint is being updated accordingly. While the corrected part/lot info may affect the investigation, it will not affect the existing MDR decision. Update 6/27/2016- litigation received. No allegations were present. There are no new additional updates that would affect the existing MDR decision. Update 6/27/2016- litigation received. Litigation alleges the patient suffers from pain, discomfort, stiffness, loss of motion, elevated ions, implant loosening, metallosis, necrosis, soft tissue damage, and muscle damage.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other report(s) against the bone screw product/lot code. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the remaining product/lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/20/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, subluxation, clicking, and one of the two screws became stripped and the head had to be excised before they were able to remove the screw completely once the cup was removed. Lab levels confirmed high metal ion levels. No metallosis was noted as alleged and the cup wasn't loose as alleged. Part/lot numbers for the head and liner are being updated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.